Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ( full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion 2009 (summons) and (B)(6) 2008 (pfs) patient receive treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), weight loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury nos¿ replaced with ¿pelvic pain¿. New events added: abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), weight loss and weight gain. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hepatic mass ("liver mass") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ( full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, weight decreased, weight increased and hepatic mass outcome was unknown. The reporter considered abdominal pain, dyspareunia, hepatic mass, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion 2009 (summons) and (B)(6) 2008 (pfs) patient receive treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), weight loss, weight gain. Trailing coils: approximately 2 to 3 coils on each side. Discrepancy noted in essure removal date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Lot number: 627309 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hepatic mass ("liver mass") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy ( full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, weight decreased, weight increased and hepatic mass outcome was unknown. The reporter considered abdominal pain, dyspareunia, hepatic mass, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion 2009 (summons) and (B)(6) 2008 (pfs) patient receive treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), weight loss, weight gain. Trailing coils: approximately 2 to 3 coils on each side. Discrepancy noted in essure removal date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: medical record received. Lot number, reporters information and rcc were added. New event added: liver mass. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.